Event description:
The customer stated that the drill attachment overheated. There was no report of user or pt injury related to this event.

Manufacturer narrative:
The drill attachment was received by the MFR and the complaint was confirmed. Internal components were evaluated, and debris was discovered. The presence of debris can lead to increased friction between rotating components, resulting in heat being generated.